Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue a wet mouthpiece. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had a suspected wet mouthpiece. There was no patient involvement.